Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced high blood glucose levels on (B)(6) 2026 due to possible bad site and got treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully.